Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm after moisture exposure and cosmetic damage at the battery compartment(crack) found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thus. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic board. Pump error 63 alarms confirmed in the insulin pump history/trace files on (B)(6) 2021 at 1:27pm. Force sensor zero offset specification (25.9mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked case. Cosmetic damage was confirmed where scratched case and cracked case was noted. Critical pump error (open book image) alarm not confirmed during testing. However, pump error 63 alarms confirmed in the insulin pump history/trace files on (B)(6) 2021 at 1:27 pm due to moisture damage on the electric board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version: 4.11e. Retainer = black. Customer returned pump for an alleged critical pump error (open book image) alarm after moisture exposure and cosmetic damage at the battery compartment(crack) found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly(pcba 1) board. Pump error 63 (variable=21) alarms confirmed in the pump history/trace files on (B)(6) 2021 at 1:27pm. Force sensor zero offset (within) specification (25.9mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked case. Cosmetic damage was confirmed where scratched case and cracked case was noted. Critical pump error (open book image) alarm not confirmed during testing. However, pump error 63 (variable=21) alarms confirmed in the pump history/trace files on (B)(6) 2021 at 1:27pm due to moisture damage on the pcba 1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in e3 and h8 section.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed open book image alarm. Customer also reported that they were in pool with insulin pump. Customer stated insulin pump had crack at battery side. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.